Event description:
New information received notes a re-occurrence of oversensing observed on the right ventricular (rv) lead.

Manufacturer narrative:
Section e: dr. (B)(6) physician at specialist services.

Event description:
It was reported that post paced t wave oversensing was observed on the right ventricular (rv) lead. Programming recommendations were provided. The patient was stable.

Event description:
New information received notes programming changes were made and seemed to minimize the oversensing. There were no reported patient consequences.

Event description:
New information received notes additional programming changes were made. There were no reported patient consequences.